Event description:
The device was implanted in 2003. According to the report, during the summer of 2005, an operation unrelated to the implant was performed. During this procedure on the auricular canal, the cable was inadvertently cut through and so the floating mass transducer was removed.